Manufacturer narrative:
Insulin pump received with no button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the act button was hard to push. Customer¿s blood glucose was 180 mg/dl at the time of incident. The insulin pump will be returned for analysis.